Manufacturer narrative:
Further investigation of the patient sample was not possible due to limited sample volume. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can most likely be excluded.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys ft3 iii ver. 2 (ft3 v2) assay on multiple roche analyzers. No questionable results were reported outside of the laboratory. The sample was collected on (B)(6)2023 and initially tested with ft3 v2 on the customer's cobas e 801 analytical unit on an unknown date. The sample was treated with a 25 % polyethylene glycol (peg) solution and repeated on the customer's cobas e 801 analytical unit. The sample was provided for investigation, where it was tested with the ft3 v2 assay on a second e801 analyzer on (B)(6)2023 . During investigations, the sample was also tested with the ft3 v2 assay on a cobas e 411 analyzer. The sample was also repeated using the abbott architect ft3 method on 27-mar-2023. Refer to the attachment for all relevant test data. The serial number of the customer's e 801 analyzer was not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 v2 reagent lot number 611920, with an expiration date of 30-jun-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). . Ft3 v2 reagent lot 611918, with an expiration date of 31-may-2023 was used on this analyzer.